Manufacturer narrative:
(B)(4) the device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was reported the patient was not hospitalized for the event. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened with pd therapy. Treatment was not reported. At the time of this report, the patient was recovering from this hernia event. Pd therapy was ongoing. No additional information is available.